Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on (B)(6) 2024, it was reported that the patient stated that one of the devices gets unexpectedly yanked out of their abdomen. No further information available.